Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a low blood glucose value of 45 mg/dl. Customer's other blood glucose value was unknown. Customer reported possible stop in delivery during bolus. Self test completed successfully. The device was not expected to be returned for analysis.